Event description:
As reported by an edwards mexico affiliate, during a transfemoral tavr procedure with a 29mm sapien 3 valve, the valve 'pop out and held to the lvot' during deployment. A second valve was prepped and implanted successfully. The patient was stable and had surgery the following day to remove the valve from the ventricle. The patient was stable and in good condition post surgery. As per medical opinion, it is possible that a loss of capture during rapid pacing contributed to the event.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
Correction to h6 based on additional information. The device was not returned to edwards for evaluation, however, imagery was provided by the site and revealed the following observations: the first (incident) valve was position too ventricular prior to valve deployment. First (incident) valve was expanded and embolized into ventricular. Second valve was deployed successfully in the annulus, and the first (incident) valve held on ventricle. Native annulus appeared to have severe calcification. First (incident) valve was explanted. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for thv embolized into ventricle was confirmed based on the provided imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. As reported, 'when the physician was deploying the valve, it pop out and held to the lvot '. Per imagery review, severe calcified native annulus was observed, which could lock the valve and store the tension to the delivery system prior to valve deployment. In this case, it was likely not releasing the tension of delivery system prior to valve deployment, which could lead to valve 'pop out' during the valve deployment resulting in valve move toward ventricle. In additional from the imagery review, the incident valve was initially positioning too ventricle, which could also lead to valve embolize into ventricle after deployment. As such, available information suggests that patient factors (calcified native annulus) and/or procedural factors (not released tension during valve positioning, valve positioning and deployment technique) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.